Event description:
It was reported that an attachment was found with a black mark was observed on the wick. There was no patient impact. Additional information was received stating that broken tool was found during evaluation.

Manufacturer narrative:
H3: product analysis - pli20: no conclusion can be drawn. No evaluation was performed, as the device was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that black mark allegation was not confirmed. It was also found that burr was stuck, distal bearing is detached, distal tube is sharp, laser markings are partially illegible and painted color ring is faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attachment was found with a black mark was observed on the wick. There was no patient impact.